Event description:
It was reported that a device was used during a low anterior resection. When the device was fired, the surgeon could not remove the device from the tissue. The device was cut from the colon. The washers on the device were not cut, suggesting that the assistant did not fire the device completely. Another device was used to complete the case with out incident. There were no other consequences to the patient.